Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at)) ablation procedure with a carto 3 system and a burning smell was noticed. During the case, the bwi representative got a current leakage detected error. She unplugged and replugged all the cables and issue was gone. At the end of the case she checked everything and noticed a burning smell but didn't know from where it has been coming from. There was no patient consequence. There was no excessive amount of heat during use. There were no visible signs of flames coming from the system. No part of the equipment was melting/carbonizing. It was a grilled smell and an unexpected smell in the lab, we didn¿t identify from where it has been coming from.